Event description:
A customer reported an error message, "replace sensor" when scanning the adc freestyle libre 2 sensor using librelink. As a result, on (B)(6) 2022, the customer experienced unspecified symptoms of hypoglycemia and had a loss of consciousness. The customer self-treated with "novolog and tresiba". Hcp contact was made and increased the dosage of insulin and provided the customer with oral glucose for a diagnosis of hypoglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.